Manufacturer narrative:
Examination of the returned product/packaging and review of the device history records confirmed that the size 3 product was labeled as size 2. The root cause is attributed to human error in the label process. Depuy considers this investigation closed.

Event description:
The pt was revised because of thigh pain.